Event description:
Pt is on 3:1 tpn - continuous infusion per homerun (baxter) 6060 pump. Pt was using tubing 560112 tpn with filter 1.2 micron in line. Notified that no matter how the tubing is primed and if no air is visible throughout the tubing, is occasionally seen in line past the filter. If the air bubble is large enough, will disconnect (about 1") and flush it through - breaking the sterile connection to do so. User reports this as a daily event. Sometimes as frequently as 3x/day.